Manufacturer narrative:
The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia authorized distributor, reported that when the patient's freedom home ac power supply was plugged into the freedom driver, the freedom driver exhibited an alarm and stopped alarming when the freedom driver was moved slightly. The customer also reported that there was no adverse patient impact.

Manufacturer narrative:
During investigation testing, a reliable connection could only be achieved if the power supply connector was held firmly to the freedom driver power adaptor, thus, confirming the customer-reported issue. The cause of the unreliable connection cannot be conclusively determined; however, since visual inspection did not reveal any obvious external damage to the connector, any device malfunction is likely occurring inside the connector. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5190 follow-up report 1.